Event description:
On (B)(6) 2012 the reporter contacted animas to report that on (B)(6) 2012 the patient obtained the post-dinner blood glucose reading of 277 mg/dl and he experienced the symptom of excessive thirst. The patient took a correcting bolus dose of insulin via the pump, and his subsequent readings were 250 mg/dl and 169 mg/dl. The patient did not seek any medical attention. Troubleshooting revealed all pump settings, programming, basal setting and date/time were correct, and the total basal/bolus doses given correctly matched those programmed. There was no evidence the pump was not functioning appropriately. It was also determined the patient has redness and bleeding at the infusion site, which may have lead to under-infusion of insulin. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.